Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used for polypectomy in the colon during a colonoscopy procedure. The exact procedure date was unknown. During the procedure, the physician had a hard time deploying the clip. The procedure was completed with the original device. There were no patient complications reported as a result of this event.